Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. The events can be detected/prevented in accordance with the following instructions for use: ·do not round the insertion part smaller than 15 cm in diameter. The aspiration biopsy needle may break. ·do not insert the aspiration biopsy needle while the endoscope is angled. Damage to the endoscope or aspiration biopsy needle may result. ·do not forcefully insert the aspiration biopsy needle into the endoscope. It may suddenly protrude from the tip of the endoscope, resulting in perforation, major bleeding, mucous membrane damage, or damage to the endoscope or aspiration biopsy needle. Also, if the resistance is large and insertion is difficult, olympus will continue to monitor field performance for this device.

Event description:
It was reported, the single use aspiration needle did not retract and the needle was removed from the patient while unsheathed due to a bent needle. The issue occurred during a therapeutic (endobronchial ultrasound) procedure and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.